Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an explant procedure to elective replacement indication. Prior to procedure, it was noted that the implantable cardioverter defibrillator - ICD exhibited backup vvi. The ICD was not used and was replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power-on-reset (por) but root cause of por could not be identified. The device was tested on the bench. The cause of the bvvi was por, however the root cause of the por cannot be conclusively determined.